Event description:
Narrative from staff: patient was here for arthroscopic repair of a right shoulder labral tear. When the surgeon inserted one of the anchor sutures, the suture broke while inside the patient. The surgeon was able to fully remove the defective anchor suture.